Manufacturer narrative:
No sample was returned for evaluation. Analysis of the retain sample from the same master lot as lot 406405 confirmed the product as c3f8 and meets all release criteria.

Event description:
(B)(4)_clinical trial study: a healthcare professional reported that, following a patient experienced mild ocular hypertension following left eye phacoemulsification + iol implantation + vitrectomy with membrane peeling photocoagulation and c3f8 gas injection surgery. Current condition of patient is resolved. Note: this is the same surgery date, same patient, same eye as complaint (B)(4), MDR 2518435-2025-00032, with a different onset date of adverse event. Lot c3f8 406405 was reported for this complaint, where there was a lot number correction to lot 406501 for complaint (B)(4). Lots 406405 and 406501 are from the same c3f8 master lot.